Manufacturer narrative:
Reliability analysis inspected 4 opened and used infusion sets and performed manual prime test using a new lab reservoir along with a 7xx insulin pump. Three of 4 failed infusion sets failed due to found occluded at quick release connection septum site. One remaining infusion set passed per specification. No occluded anomalies were observed during analysis.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer stated that the insulin would not go through the quick release. The customer's blood glucose was 249 mg/dl at the time of incident. The customer stated that the no delivery alarm was resolved by a complete set change. The infusion set will be returned for analysis.